Manufacturer narrative:
The case in question could be reconstructed based on the recordings in the electronic log file. The recordings in the log show that deviations between the pressure values of the inspiratory pressure sensor and the expiratory pressure sensor occurred repeatedly during inspiration from 11:59:58 on (B)(6) 2025. During the inspiratory phase, the peep/pmax valve closes and the ventilator delivers the inspiratory volume. During this time, the atlan compares the pressure values of the inspiratory pressure sensor and the expiratory pressure sensor for a plausibility check and expects the measured values to be almost identical. Due to the deviation detected, the atlan stopped automatic ventilation at 12:02:33 for safety reasons, switched to man/spont ventilation and posted a ventilator fail alarm. This behavior corresponds to the specification. The cause of the deviation between the pressure readings lies outside the device. A change in the tidal volume, respiratory pressure values and expiratory co2 can already be seen in the logbook from 11:59:33. Based on this, a change in the patient's condition or an obstruction in breathing hoses or tube is a possible cause. There was no device failure.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.